Manufacturer narrative:
The engineer was unable to confirm the reported issue as no trend data was available for the time of the incident. The device was also sent to bench and no malfunction was found the issue could not be confirmed as trend data was no longer available.

Event description:
The customer reported that a low spo2 saturation alarm did not occur. The device was used for patient monitoring at the time of the alleged malfunction. The patient pulled the tracheal cannula and thus could not get air . Patient was hypoxic. The patient had a lot of stress and needed to be bagged. This was not noticed due to lack of alarm.

Event description:
The customer reported that a low spo2 saturation alarm did not occur. The device was used for patient monitoring at the time of the alleged malfunction. The patient pulled the tracheal cannula and thus could not get air . Patient was hypoxic. The patient had a lot of stress and needed to be bagged. This was not noticed due to lack of alarm.